Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A patient reported: "my name is (B)(6) I had a mesh device placed inside my body without my knowledge. This procedure happened in (B)(6) 2020, I found out about the mesh (B)(6) 2023. By this time, I was operated on one more time by the dr that used the mesh. Then again a year later." "On (B)(6) 2020, I came out of this procedure thrashing and crying yelling help. The left side of my abdomen was burning so badly. From that moment on I began to vomit up to a hour before, during and after bowel movements. I have had over 2000 episodes that are exactly the same. I was rushed to the emergency department within the same hospital system where the mesh was implanted over 50 times for these terrifying symptoms. Not one dr told me I had this device." "I have a connective tissue disorder. This procedure failed immediately. I am still not better. Finding a surgeon now has been challenging. I am very sick and I¿m still going in and out of the hospital. It feels like there¿s something cutting inside. It¿s not only painful the symptoms are what¿s causing me the worst issues."

Manufacturer narrative:
The surgical matrix (ID psmx0710) was not returned for evaluation as the product remains implanted therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: the patient stated: "I am writing to report a critical and life-threatening situation caused by your company¿s mesh product, which was implanted in my body without my knowledge or consent. The consequences of this undisclosed implant have been catastrophic to my health, and I am now in a state of medical crisis." "This mesh was placed during a surgery performed in fort myers on (B)(6) 2020. I was never informed that a mesh implant would be used, never consented to its implantation, and was deliberately misled by the operating surgeon. Since that day, I have endured severe and escalating symptoms¿gastrointestinal dysfunction, infection, systemic inflammation, unexplained weight loss, swollen lymph nodes, brown urine, vaginal swelling, and an elevated cancer marker now requiring monitoring every three months." "Over 50 emergency room visits yielded no answers because no provider disclosed the presence of this foreign device. I was later referred to cleveland clinic, where a surgeon performed extensive testing, including a diagnostic laparoscopy, but still concealed the mesh. I was falsely told the mesh had dissolved¿even as my body was actively rejecting it." "In 2024, after years of being gaslit, ignored, and refused treatment, the surgical material began expelling from my body. I was hospitalized for 12 days in extreme pain, vomiting, and near organ failure. I now have a cancer protein that must be monitored regularly, and I suffered a mini-stroke in (B)(6) 2025. My health is rapidly declining, and I am scared for my life." "To be clear: I never consented to this mesh implant. No doctor disclosed its presence until I physically passed parts of it. Your product has severely compromised my health, safety, and quality of life." "My medical report state that the mesh was placed I believe around my esophagus attaching to my stomach." "I have allergies to my knowledge. As of now, I¿m allergic to cipro any types of metals. I¿m allergic to certain types of band-aids. I¿m allergic to latex I think that¿s everything."

Event description:
N/a.